Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not report symptoms related to high blood glucose. The customer stated that the insulin pump received insulin flow blocked alarm. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, selftest and displacement accuracy test. Pump passed the delivery accuracy test at 0.08720 inches. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test bg value was displayed on the sensor glucose graph screen. Device received with blank display prior to current measurements due to corrosion on electronic board stack. Unable to verify sleep current measurement and active current measurement due to blank display. Unit received with moisture damage on force sensor assembly, moisture damage on motor home switch, corroded battery tube spring and severe corrosion on battery tube. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.